Manufacturer narrative:
B5; additional information received: the patient returned for follow-up about three months later for a potential intervention to treat ongoing endoleak. A multiphase CT angiogram was performed which revealed no ongoing endoelak. The aneurysm sac was also observed to have reduced in size. No intervention was required. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the cause and subtype of the endoleak could not be conclusively determined from the provided films. Type ia and type ib endoleaks seem unlikely, as there appeared to be adequate proximal and bilateral distal seal. A type iiia separation endoleak is not considered a factor due to adequate component overlap. While a type iiib endoleak cannot be completely ruled out, it seems unlikely to have occurred so soon after the index procedure. There was no evidence of calcification in the area that could have led to fabric abrasion and an acute type iiib endoleak it seems likely that a type ii endoleak was present due to several sets of large lumbar arteries as well as a large ima was . Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues b5; additional information received : it was reported a new undermined type endoleak was noted one week post the index procedure. The sponsor assessed the endoleak as possibly related to the device and procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1624c156ee, serial/lot #: (B)(6), ubd: 25-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the endovascular treatment of abdominal aortic aneurysm following the implant of an endurant iis stent graft system, a large endoleak was observed during the final angiogram. The origin of the leak was unknown. Two moulding balloons burst during the procedure around the bifurcation of the main body, which was considered unusual. Despite relining the limb, the endoleak persisted. Without knowing for sure where the endoleak was coming from, the procedure was then finished. A follow-up computed tomography angiography (cta) was conducted the following morning. An interventional radiologist reviewed the cta and suggested the endoleak may be a type iiib endoleak from the main body. This diagnosis is to be confirmed with a scheduled diagnostic angiogram.

Manufacturer narrative:
B5; additional information received: corelab confirmed and endoleak type undetermined at unscheduled follow-up visit approximately 2 weeks post-index procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : the endoleak is thought to be at type iiib endoleak at the bifurcation of the main body near the flow divider. There is no specific complaint against the endurant limb . No vessel calcification, tortuosity or thrombus contributed to the endoleak. The first balloon that burst was a non medtronic balloon while the second was a reliant balloon. It was suggested that during ballooning of the proximal sections of the limbs (overlap) the balloon burst on the bare metal stent of the limb but this has not been confirmed. The endoleak led to prolongation of existing hospitalization. During the procedure a cone beam CT and a angiogram with pigtail catheter in the right limb demonstrated no leak. A angiogram with a pigtail catheter placed suprarenal continued to demonstrate a leak. No definitive type ia or ib endoleak. A early type ii endoleak was observed from large lumbar arteries. A CT the following day demonstrated a large endoleak with unclear source . A diagnostic angiogram performed a further day later revealed a large early endoleak which was suspicious for a type ia endoleak or type iii endoleak. The site assessed the endoleak as probably related to the study device and procedure. The patient has been discharged home feeling well and is awaiting re-intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.